Manufacturer narrative:
Corrected UDI: (B)(4). Updated event description and product information. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the national clinical specialist, a model 3000 pump was explanted after six weeks.

Manufacturer narrative:
This sample has been explanted and she is waiting to get it from pathology. However, the pump has not been released for evaluation at this time and it is not known if/when the pump will be returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the device history records did not indicate any anomalies during the manufacturing process. At this time this complaint is considered to be closed, should the pump be returned at a later date this complaint will be re-opened and an investigation will be performed. Device waiting to be released.

Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported, a pump stopped running. Details forthcoming.